Event description:
End user daughter is stating that the base of the lift is lifted off the ground on the left side, bent base frame. End user daughter is not aware of how this happened. End user daughter does not have serial number or a model #, just knows it is a lift by invacare.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.